Manufacturer narrative:
Philips service replaced the host pc biplane revised_ii no hdd coa and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that host pc failed to boot motherboard issue identified on a allura xper fd20/10. The clinical use of the system was outside of use. There was no reported patient or user harm.